Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button error and alert. No harm requiring medical intervention was reported. Customer changed the battery but still no changed. Customer tried it but screen freeze and stuck button alert as well. The device will be returned for analysis.